Event description:
Ethicon stapler with reload locked up while in use. Ethicon representative was available to assist surgeon in releasing stapler and removal of the load. Replacement device was made available. No adverse event to patient.